Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros® closed male luer, red cap would not connect. The report stated that they recently stopped putting the spiros on the end of the elastomeric pumps for 5-fu because the spiros won't connect to the piece on the patient for home infusion. It was reported that the nurses started using a new piece to connect the pump to the patient which may be the issue. There was patient involvement and no patient harm.